Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿litigation alleged the patient suffered pain, discomfort, decreased mobility and elevated metal levels in his blood as a result of the implanted asr hip.update rec'd 12/8/2014 - sales rep reported revision surgery. Patient revised to remove metal on metal implant. No other reason for revision given. The stem and sleeve have been added to the complaint for elevated metal ion levels.this complaint was updated on 1/5/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)